Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The vessel sealer extend has been returned and evaluated by the failure analysis team. The reported event with the instrument could not be replicated nor confirmed. The instrument was tested on our in-house system and passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument was contacted to the erbe generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cable on an in-house system, and passed energy delivery test. The instrument cut test was also pass. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported a malfunction. The procedure was completing as planned with no reported injury. Intuitive obtained the following information: the vessel sealer extend instrument did not work. It could not be used immediately after opening. There was a sealing sound, but there was no electricity flowing and no tissue reaction. No delayed sealing. There was no tissue reaction at all. Cut function did not work. No other issues that were not listed. No errors. At the time of the reported issue, during the sealing sequence, there was an audible ¿sealing in progress¿ tone while the pedal was pressed. The seal cycle completed with the ¿seal completed¿ audible tones as expected. No tissue was cut that was not fully sealed. No bleeding. There was no bleeding because a new vse was used and the procedure was performed. No photos or videos.